Event description:
It was reported that the unit will not recognize shavers. It was further reported that the unit randomly oscillates with a bur in the hand piece.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.